Event description:
It was reported that this left ventricular (lv) lead was suspected to be fractured as the lead exhibited loss of capture in bipolar and reverse bipolar mode. The health care professional (hcp) planes to continue to monitor the patient every three months as the implanted cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to work around the loss of capture. The lead remains in service. No adverse patient effects were reported.